Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient's insulin pump was dropped into pool water, received battery out limit notifications and began to constantly buzz. The patient's blood glucose was 80 mg/dl. It was stated that the insulin pump display went blank immediately after being exposed to water. Additionally, a constant tone and vibration were noted. It was advised that the patient discontinued using the insulin pump and reverted to a back-up plan. Nothing further was reported.